Event description:
It was reported that during the implant procedure, there were small r-waves and high thresholds at multiple positions. The lead was not implanted. No patient complications were reported as a result of this event. High threshold in multiple positions and undersensing (small r-waves) were reported at implant attempt. The lead was attempted and then abandoned/removed. It was reported that during the implant procedure, there were small r-waves and high thresholds at multiple positions. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) full lead returned. Visual inspection: upon analysis, it was reported that there were no anomalies found, and there was blood in/on the and distal conductor (non-obstructing).